Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported right side discomfort, deformation, liquid, "concern and suffering," pain (causing sleeplessness and inability to perform activities), edema and a "sensation of contraction¿, baker grade unknown, fear of "possible relationship with cancer," irregular contours, pain in armpit, ¿nipple is down," and cysts. Physician additionally reported ripples and inflammatory process. Treatment included antibiotics, painkillers, and puncture was performed but liquid returned. The device remains implanted.